Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after years of unit working the patient was carrying something heavy in hands and the door hit on upper right buttocks and the ins went crazy. Caller states this was years ago just before a new stimulator and leads were placed. Caller states they cut off some bone in thoracic and put paddle leads in close to nerve and put a new ins in and has been fine ever since. Pss put unknown for date as could not clarify year. Additional information was received; it was reported that the patient hit the current implant that they had at the time with the door so patient was electrocuted and needed urgent surgery for implant replacement.